Event description:
It was reported that a patient presented high lead impedance readings during a routine office visit. There were no reports of any trauma that could have contributed to the event. The patient will likely undergo a full revision. Good faith attempts to obtain additional info such as x-rays and programming history have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.